Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Device evaluation summary: the reported error code 71 was verified during service. The service technician noted that the main pcb was defective, the display driver board and display control board were burned, the backlight control board was defective, and the two fans were broken. The issue was resolved by replacing the system controller module, the -sub-assy ui 560 bioconsole, assy 560ui bitsy xb 2u02011 led display, pcba 560 display backlight pwm, 143097-assy system controller module -005 and the cable assy fan 560. Post-repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use during set up this bio-console instrument displayed error 71 after powering on. Use of the instrument was unspecified and there were no adverse patient effects associated with this event.